Event description:
The hcp reported, that the patient was experiencing poor pain control and has complained of nausea, but no excessive sedation. The low reservoir alarm has been sounding and upon interrogation, the reservoir volume read 1.9 mls. The pump was refilled in 2006 with 18mls. The nurse reporting the event programmed the last refill and is confident the programming was correct. Reservoir volumes will be monitored for possible discrepancies. A follow-up report will be sent if additional information becomes available to us.